Manufacturer narrative:
The device was returned to gore for engineering analysis. The evaluation showed that the difficulty deploying the device and the high friction during retrieval reported by the physician was likely caused by the hypotube being broken approximately 3 cm from the distal end. The cause for the broken hypotube was unable to be determined. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 37 mm gore® cardioform asd occluder to treat an atrial septal defect with a deficient retro-aortic rim. The physician deployed and recaptured the device multiple times in an attempt to obtain optimal apposition. On the third attempt, the position appeared sufficient however imaging showed a part of the left atrial disc on the right atrial side. The physician noted the deployment slider felt extremely stiff and it was difficult to completely capture the occluder. Ultimately, the device was removed without issue. A second device was not attempted and the procedure was concluded without defect closure. Surgical closure is recommended due to defect size. The physician deployed the device on the back table and the left atrial disc appeared misshaped and the occluder could not be recaptured even with significant force.